Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated they worked with the zoll technical support team to resolve the problem. The unit is working properly and that the problem was a misunderstanding from the clinician. Analysis of reports of this type has not identified an increase in trend.